Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: ni. Event description: ai translated: we have had problems with the epix universal clip applier twice in the last week. The clips ¿get stuck¿ inside the pliers and cannot be clipped on properly. Lot 1559037. The event date is unknown. Intervention: ni. Patient status: no patient injury reported.